Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; output connector assembly was broken. (B)(4).

Event description:
It was reported the connectors were broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
Correction: further review prompted a change in the evaluation conclusion. The change is reflected in this report under section - conclusion code(s).